Manufacturer narrative:
(B)(4). Baxter medical assessment: the follow- up information contains assumptions but no medical facts and clinical details to allow the judgment of a causality relationship. A causal relationship cannot be determined. (B)(4). A follow-up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Follow-up baxter medical assessment: floseal achieved hemostasis in a life-threatening hemorrhage. In the absence of an allergic history and a known sensitivity to bovine proteins and given the blood loss of about 10 liters in a short time the most plausible cause of the cardiac arrest is the subsequent hemorrhagic shock. The cardiac arrest has not been following a severe bronchospasm or pulmonary insufficiency, which precedes cardiac symptoms in an anaphylactic reaction. Anaphylaxis can present with many different symptoms due to the systemic effects of histamine release. These usually develop over minutes after contact with the allergen. The most common areas affected include: skin (80% to 90%), respiratory (70%), gastrointestinal (30% to 45%), heart and vasculature (10% to 45%), and central nervous system (10% to 15%). Skin and respiratory symptoms have not occurred. The cardiac arrest has been most probably caused by a severe hemorrhagic shock. An anaphylactic reaction is unlikely (no associated symptoms). The review of clinical circumstances does not reasonably suggest that floseal has caused or contributed to the reported cardiac arrest. This complaint will be kept on file for trending purposes.

Event description:
Additional information was received concerning the additional questions that were requested by baxter: question 1: diagnosis, reason for surgery and associated morbidity, response 1: c-section and placenta praevia. Question 2: what has been the reason for the severe blood loss been, and what has the amount of blood loss have been? Response 2: primary haemorrhage and atonic uterus. Rapid blood loss from internal bleeding - 10litres. Question 3: has the cardiac arrest occurred before or after the application of floseal, and what has been the temporal relationship between application of floseal and occurrence of the cardiac arrest. Response 3: arrest happened after floseal application. Floseal applied to side walls after hysterectomy. Effective and confident haemostasis was achieved. Was about to close when the arrest happened. Question 4: what additional medication, therapies have been concomitantly used? Response 4: none. Question 5: what volume of floseal has been used and with what outcome? Has the product stopped the severe hemorrhage? Response 5: 4kits. Question 6: what has been the postoperative course of the patient after successful resuscitation? Response 6: itu, recovered. Question 7: does the patient have any known allergies or even a known bovine protein sensitization? Response 7: no. The consultant for the user facility, also said again that although floseal was used, that this is not a confirmed incident where he thought floseal may be the direct cause of an arrest.

Event description:
This case is regarding a patient of (B)(6). It was reported that on an unspecified date in (B)(6) 2011 floseal was used on a female patient. The patient (details unknown) was reported to have had an anaphylactic reaction to floseal. The information supplied to date is limited. The consultant doctor, (B)(6) advised that in (B)(6) 2011 there was an extremely complex obstetrics and gynaecology case that was challenging and the patient arrested and was resuscitated. Blood loss was extreme and she said floseal really helped her and the patient. At the time of reporting the consultant doctor, (B)(6) was asked if they felt floseal was related to the arrest and if they wanted this reported. The doctor advised that she thought it was unlikely to be the cause as the patient had an awful lot of problems going on. The account manager has spoken to the theatre sister, (B)(6), ((B)(6) 2011) who advised there has been no incidents and referred to the above patient as the only unusual one as so extreme. The consultant doctor, (B)(6), had been called in to help another consultant, (B)(6) the account manager has attempted to contact (B)(6) and in this attempt managed to speak to (B)(6) briefly on (B)(6) 2011 prior to him going on annual leave. (B)(6) said he will advise of the patient's outcome as this is being reviewed at multi disciplinary team meeting. (B)(6) said floseal is unlikely to be the cause as there were other problems. (B)(6) is doing a root cause analysis as he is unsure, and has read on the internet that cardiac arrest is a rare event with floseal use. (B)(6) will see the account manager in (B)(6) and will advise baxter of as much information as possible (i.e., batch number and patient outcome).